Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to infection that moved to the pocket site. Symptoms were warmth, swelling and redness. The physician believed that infection was not device related. The pocket site was flushed with vancomycin intra-operatively and will be treated with long term antibiotics. The patient was doing well postoperatively.